Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, noise oversensing was observed on the atrial lead when connected to the device and pacemaker system analyzer. Repositioning the lead did not seem to affect the noise. The lead was explanted and replaced. Upon removing the lead, it was noted that there appeared to have blood inside the insulation of lead. The patient was stable following the procedure.